Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the black image malfunction: cause traced to a leak/seal; expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing, the bronchovideoscope image was completely dark. There was no patient involvement.

Manufacturer narrative:
Updated fields: h11 corrected field: h6 - investigation findings added based on information that was available at the completion of the investigation. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion was observed on the vent fitting. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the corrosion malfunction: stress problem identified, which are problems caused by either excessive or inadequate physical force exerted on it by another object resulting in problems e.g. Wear, bending, deformation, fracture, fatigue; an expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.